Manufacturer narrative:
(B)(4). Evaluation of event history indicates: the battery screen showed there were 13 discharges below alarm threshold and 3 charge/discharge cycles. The battery screen will reset after power loss, the battery charge/discharge cycles and discharges below alarm threshold will reset to zero, so after that occurred user continued to use the pump and depleted battery 13 more times. Review of the event history and the battery discharges below alarm threshold indicates a damaged battery (will not hold a charge). A damaged battery will not charge even if it is plugged into ac. A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported that a colleague pump failed during use on a patient receiving levophed 32 mcg/50, neosynephrine 40mg/50 IV, amiodarone (dose unknown), heparin 1200 u/hr, propofol 40mcg/kg/min, insulin 3 u/hr and fentanyl 75 mcg/hr. Medications were infusing via a peripheral intravenous (piv) access. The nurse was preparing the patient for cat scan when the event occurred. The patient was on a ventilator and an intra aortic balloon pump. The pump was replaced. No patient injury and no intervention was needed.